Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e15/e/a alarm, a21, a33, a47 and a52 alarm, or e13, e21, e22, e52 due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a insulin pump error and was able to clear the alarm. The customer reported that the insulin pump performed a memory test every minute and error was found which was unable to clear. No harm requiring medical intervention was reported. The device will be returned for analysis.